Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated that they were implanted on (B)(6) 2017 and also that they were rescheduled to receive the implant on (B)(6) 2017, which was conflicting information. It was noted that the ins was on the right side and the healthcare provider started the wire on the left side. They had their follow up appointment on (B)(6) 2017, and their left side was red. The patient stated that the healthcare provider was angry and ¿he mashed that.¿ the patient was given a shot and a 30-day supply of antibiotics, and they went home. It was reported that since implant, the patient had a lot of infection. It was stated that they had to have ¿about two bottles¿ of antibiotics. It was also reported that they had experienced extreme pain in their back and right leg since implant. The patient also reported excruciating pain on the right side of their tailbone, like sitting on a sharp knife; they can't sit or walk. They stated that the pain was so bad that they cried, and they were taking more tylenol and other pain meds since implant. The patient wondered if one of the components could be on a nerve. It was noted that they had been scheduled for a CT scan and x-ray, and they had received their x-ray results on (B)(6) 2017. The patient was told that the nurse would call them on (B)(6) 2017 to schedule removal of the system. The patient also reported that the manual was confusing to them, and so complicated. Regarding stimulation, their nurse programmed it higher the other day and they could feel the stimulation, and it was fine. It was noted that they still had some leakage, but they understood that it would take time to improve. No further patient complications were reported.